Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the forceps was advanced down the scope when resistance was felt towards the distal portion of the scope, and the forceps needle was then noticed to be bent. Reportedly no biopsies had been collected with this device and it was not inspected/tested prior to use. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the forceps was advanced down the scope when resistance was felt towards the distal portion of the scope, and the forceps needle was then noticed to be bent. Reportedly no biopsies had been collected with this device and it was not inspected/tested prior to use. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found the needle bent. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open however, the bent needle did not allow proper jaw closure. The condition of the returned incident device was consistent with the complaint; needle bent. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors, which most likely caused the needle to bend. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).